Manufacturer narrative:
E1: initial reporter first name: (B)(6). E1: initial reporter last name: (B)(6). Prismaflex st150 set c has been temporarily approved for use in the us under emergency use authorization eua (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. H11: the actual device was not available; however, a photograph and video of the sample were provided for evaluation. Review of the photograph and video showed an external fluid leakage from the luer warmer connection of the return line. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pipeline joint of a prismaflex st150 set leaked during priming. There was no patient involvement. No additional information is available.